Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the monitor cable, and adjusted the voltage. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would only intermittently produce fluoroscopic x-ray. No pt injury was reported.